Manufacturer narrative:
Additional information received on february 2nd, 2017 indicated that the patient was admitted with worsening renal function. The patient was given normal care, however "extraordinary" interventions were not provided. The patient was transitioned to "comfort measures only (cmo)" and was administered boluses of lorazepam and fentanyl. The official cause of death was cardiogenic shock. The medical team believes the event is unrelated to the system. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a ventricular assist device (vad) in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Cardiac arrhythmias and renal dysfunction are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that the patient presented to the emergency department (ed) on (B)(6) 2017 in ventricular tachycardia (vt). Kidney function tests were elevated. Palliative care was consulted and the patient's family decided to discontinue pump support on (B)(6) 2017. The patient subsequently expired on (B)(6) 2017. No autopsy was performed. The pump was not explanted. The device equipment will not be returned. No further information was provided.